Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported separation could not be determined. Possible factors that may contribute to a separation include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging, or during manipulation during preparation. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x15mm trek balloon dilatation catheter (bdc) shaft separated (just below the hub) during preparation, prior to being inserted in the anatomy. Another trek balloon was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.